Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high/undefined superior vena cava (svc) defibrillation coil impedance and then approximately one week later the lead triggered alerts for high/undefined pacing, rv defibrillation coil and again for svc defibrillation coil impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4) ICD, date of implant: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.